Event description:
The patient¿s health care provider confirmed on (B)(6) 2013 that the patient underwent a lead revision and was doing well.

Event description:
The patient was very unhappy with the recharging commitment for the device and she also gets ¿burning hot¿ when recharging. The leads have moved and she was not using the device. She was going to have the device system replaced on (B)(6). Additional information has been requested.

Manufacturer narrative:
Product ID 37712 lot# serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 37752 lot# serial# (B)(4); product type recharger product ID 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).